Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the door malfunction, which was reproduced as door not fully latched messages during eval. The door latches close, but with excessive force being required to close door. The mechanism assembly was replaced.

Event description:
It was reported that a spectrum infusion pump had a door malfunction. It was also reported that there was no pt involvement.